Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "3y 9m po valve is blocked. Explanted." All med watch submissions related to this report are: 3004721439-2018-00241; 3004721439-2018-00242 (this report).

Manufacturer narrative:
The progav 2.0 valve was tested and it adjustable to all specified pressure. The braking functionality test has shown that the brake function is fully operational and the braking force is within the given tolerance. A visual inspection of the progav valve was performed. No deformations or damage of the valve were detected during the visual inspection. We tested the permeability and adjustability of the valve, as well as the brake functionally and brake force. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substance likely protein. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. Therefore, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.